Event description:
The customer obtained erroneously elevated accutni results on the beckman coulter systems which was above the normal reference range for an unknown number of patients. Subsequent testing on an alternate access 2 produced lower, reproducible results. Although service was dispatched and address some hardware issues, a definitive root cause has not been determined to date for this event

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).